Manufacturer narrative:
The device will not be returned to zimmer biomet for analysis. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products - unk metasul 28 mm head, unk apr metasul insert & unk apr cup. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-01581 & 0001822565-2017-01582.

Event description:
Information was received based on review of a journal article titled, "primary hip arthroplasty with 28-mm metasul articulation". It was reported that 6 hips showed calcar resorption of less than or equal to 5 x 5 mm in 5 hips and 5 x 10 mm in 1 hip (4 cementless, 2 cemented stems).

Manufacturer narrative:
This follow-up report is being filed to relay this report is a duplicate of 0001822565-2017-01581. The initial report was forwarded in error and should be voided.